Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the patient tried to change programs or turn it up, the patient programmer (pp) blinks like it is going to cut off completely. Patient stated that it was always having a hard time trying to connect. Patient stated anytime they tried to turn it up, it keeps connecting and just blinks black like the pp was trying to cut off but there was no indicator that pops up. Patient stated that when they increased it kept trying to find the signal and so had to put the antenna over the implant again. Patient noted that they kept the antenna over the implant and stated a lot of times it had a hard time trying to connect. It was reviewed that patient was able to communicate with pp on the first try and was able to make adjustments, and patient was told to call again if issue with programmer occurred again. Patient reported that the device was not working and they clarified that it was the pp. Patient noted that they did not feel stimulation/vibration. Therapy expectations were reviewed and patient stated that they did not know if they were getting relief because they did not feel anything, which patient later confirmed as not getting symptom relief. Patient stated that they spoke to the health care provider (hcp) about this and was asked to call and get help in changing programs. Patient noted that they did not even know if it worked or not and could not t tell because it seemed like their bladder got worse. Patient mentioned before the implant they had a bladder infection/symptoms and stated since then it never got better even with the implant. Patient confirmed the bladder infection was before the implant and stated it was because they had interstitial cystitis, and then confirmed this was the reason they had the implant. Patient synced with their programmer, and stimulation was on. Patient confirmed stimulation was on and they were at p3 at 0.1 v. The patient had the ability to change programs and/or adjust stimulation and was recommended to consider increasing amplitude/ changing programs if medically appropriate. Patient confirmed they felt stimulation in the correct area. Patient was advised to review any directions previously provided by the hcp. Therapy expectations were reviewed at 50% reduction in symptoms and patient was redirected to hcp if problem did not resolve. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ the aware date of 2017-07-17 was wrong the correct aware date should be 2017-08-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.